Event description:
It was reported that noise and oversensing had been observed on the right ventricular lead. Insulation damage was noted as well. During a device changeout procedure, the leads insulation was repaired. No patient symptoms were reported.